Manufacturer narrative:
(B)(4). Date sent: 2/4/2025 d4 batch #: a9ec11 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a test handpiece and a gen11. During functional testing, it was noted that the hand activation buttons were nonfunctional. However, the device did activate when tested with the footswitch. In addition the clamp arm of the device could not open and close. The device was analyzed, and it was determined that it was possibly used in more than one procedure, based on generator data. The device is intended and labeled for single patient use. If the device is connected to multiple generators, an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The device was disassembled and it was found that the lever link pin was missing, but upon visual inspection, marks were noted that it was present. This rendered the clamp arm nonfunctional. Corrosion was found at the hand activation domes. No conclusion could be reached as to what caused the missing lever link pin issue. Due to the moisture discovered on the instrument, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude the root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch a9ec11, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the closing trigger of probe stopped working and jaw was not closing. No adverse consequences to patient.

Manufacturer narrative:
(B)(4). Date sent: 2/27/2025. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a test handpiece and a gen11. During functional testing, it was noted that the hand activation buttons were nonfunctional. However, the device did activate when tested with the footswitch. In addition the clamp arm of the device could not open and close. The device was analyzed, and it was determined that it was possibly used in more than one procedure, based on generator data. The device is intended and labeled for single patient use. If the device is connected to multiple generators, an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The device was disassembled and it was found that the lever link pin was missing, but upon visual inspection, marks were noted that it was present. This rendered the clamp arm nonfunctional. Corrosion was found at the hand activation domes. No conclusion could be reached as to what caused the missing lever link pin issue. Due to the moisture discovered on the instrument, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude the root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a9ec11, and no non-conformances were identified.